Event description:
The stent was successfully implanted in the distal left sfa. Upon withdrawal of the sds post-deployment, the distal tip snagged on the csi. Subsequently, the distal tip and a 2cm portion of the guidewire lumen separated from the sds and had to be retrieved via snare. The product will be kept by risk management at the account and pendin their investigation may be released for MFR analysis. The account has chosen not to release any add'l pt or procedural info at this time. The product is currently not available for evaluation and testing.